Manufacturer narrative:
Re-assessment of this complaint was completed for similar device reporting under medical device reporting regulations considering a definition for similar device. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During percutaneous transluminal angioplasty to a shunt anastomosis, the balloon ruptured at nominal pressure. The guidewire was inserted across the lesion via a sheath introducer without difficulty. Then the balloon catheter was advanced to the lesion. Inflation was induced using an indeflator and the balloon ruptured at nominal pressure during the fourth inflation. Consequently, the device was withdrawn. Further information indicated that the vessel had no calcification and tortuosity and the percentage of stenosis was unknown. Additionally of note, the product was prepared and clinically used as per the instructions for use. There were no adverse effects to the patient.